Manufacturer narrative:
No button response due to corroded keypad traces. No button error alarms noted. The insulin pump was tested with test keypad and no frozen display noted. Unable to test for max fill alarms due to no button response.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported unresponsive buttons, a button error alarm and a frozen screen. Troubleshooting was performed, but the issues were not resolved. Advised the customer that the insulin pump would be replaced. Nothing further was reported.